Event description:
The pt underwent surgery to remove a suspected inflammatory mass at the l1/t12 level. The pump and catheter were explanted. The catheter was wire bound and did not appear to be a medtronic catheter; the MFR's device tracking system indicates that only the proximal portion of the catheter was a medtronic catheter. The very tip of the catheter was sent to pathology for further analysis of the inflammatory mass (the results were not reported). The pt wanted to keep the pump. No pt symptoms were reported. The pump was used to deliver morphine (25 mg/ml) at 1.2 mg/day and marcaine (2.5 mcg/ml) at .12 mcg/day; it is unclear if that was the pt's typical dose. Additional info has been requested, a follow-up report will be sent if additional info becomes available.